Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed, due to usb connector damage. Receiver charge was performed and failed. Receiver boot was performed and failed. Internal visual inspection was performed and passed. Customer¿s complaint was undetermined for g6 receiver ¿unexpected receiver shutdown¿ due to receiver damaged/ defective usb connector that could not download log. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.